Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right ankle fusion/ankle arthrodesis surgical procedure, it was observed that the sagittal saw attachment device fell apart. There was a six minute delay to the surgical procedure to obtain an identical spare device to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turn-knob came apart. It was further determined that the lock-nut was detached from the set-screw, causing the turn-knob to fall apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation caused by immersion during the cleaning process, which is user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.